Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Did an rv lead revision for subootimal dfts todav. However, even after repositioninq rv lead, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).